Event description:
Deroyal restraints were noted by staff prior to use on patient to have a moldy smell. Lot # 1161762 was found to have hyphae (a fungus) under microscopic examination. Other involved lots that were noted to have a moldy smell were # 1092898, 1127981, and 987496.